Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions. A cause for the reported pericardial effusion cannot be determined. Pericardia effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedure. The reported unexpected medical intervention and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Due to a suboptimal transseptal puncture, an aorta hugger occurred while positioning the clip delivery system (cds). Therefore, maneuvering was perform to gain height over the valve. However, at this time, a pericardial effusion was observed. Pericardiocentesis was performed and the patient underwent surgical intervention. There was no clinically significant delay in the procedure.